Event description:
It was noted that when the ventricular assist device (vad) was plugged in to ac current, vad pump stopped. The pump only works on battery. The manufacturer, thoratec, was called in to evaluate. Attempts to repair the driveline failed. The patient is currently at home with instructions to use only battery or industry cable to minimize risk for pump stoppage.======================manufacturer response for vad, heartmate ii (per site reporter).======================they were unable to resolve- will return device to thoratec when feasible for evaluation.